Event description:
The patient was admitted in 2006 after being involved in a multiple vehicle crash where she suffered several traumatic injuries to include an intracranial hemorhage. An intracranial pressure monitor was placed and subsequently removed six days later. The patient appeared to be doing fine. She was alert and oriented; however, she began experience headaches. A CT scan was taken, and revealed a brain abcess. Surgery was conducted fourteen days later and a partial tip of the icp monitor was found in the brain. Antibiotics were initiated, but the patient experienced a fever. The brain abcess had not resolved. A second brain abcess surgery was performed thirteen days later. The patient remains alert and oriented.